Manufacturer narrative:
(B)(4): this customer reported that the defibrillator was not delivering the shock. There was no report of any pt involvement or negative pt impact. The device was evaluated locally by philips and the problem was localized to the external paddle set. Replacement of the external paddle set resolved the issue.

Event description:
This customer reported that the defibrillator was not delivering the shock. There was no report of any patient involvement or negative pt impact.